Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 26/jun/08. The product associated with this report has not yet been returned. Based upon the event description and explant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Within an event description for an alleged leak the health consultant mentioned in addition the following: "verbal report from (dr.) Pt had 10 cm band in some years ago and it was replaced due to fractured tubing. (Not reported). Band replaced with another 10 cm band in approx 2005."